Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that on (B)(6) 2015, gamma3 long nail surgery was performed. Seven months after the surgery, breakage of the nail was found and revision surgery to bipolar was performed.

Manufacturer narrative:
Investigation summary: the nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole; a part of the bridge material is slightly abraded at lateral. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused most likely a notching effect on the lateral side that favours the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed first step by step and then in a spontaneous rupture. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. The implantation time indicates that most likely the bone was not healed within 6 months; furthermore the customer reported that a non-union cannot be excluded. This delay in healing did also contribute to the nail breakage. Non-unions, postoperatively loads and intra-operatively implant damages are adverse effects that can lead to implant breakages and are listed in the IFU and operative technique. If other adverse effects like obesity, poor bone quality, etc. Did also contribute to the nail breakage could not be determined due to missing information. Because no manufacturer related issues were found the case is attributed to the patient, contributed by the user (implant damage during surgery). No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that on (B)(6) 2015, gamma3 long nail surgery was performed. 7 months after the surgery, breakage of the nail was found and revision surgery to bipolar was performed.